Manufacturer narrative:
A2. Age at time of event: 18 years or older. Device evaluated by MFR.: a promus premier ous mr 32 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The diffuse stenosed target lesion was located in the mildly tortuous and calcified left anterior descending artery and left circumflex artery. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The diffuse stenosed target lesion was located in the mildly tortuous and calcified left anterior descending artery and left circumflex artery. A 32 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.